Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2015 with the following findings: the display screen had a pinkish contrast. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 468 mg/dl with moderate ketones and symptoms of dehydration associated with a display issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient could safely read the display screen, but attributed the bg excursion to a display issue. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.